Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released and severe paravalvular leak (pvl) was reported. A balloon aortic valvuloplasty (bav) was performed with no change in pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted and reduced the pvl to mild. No adverse patient effects were reported.